Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / expulsion/ right occlusion only'), genital haemorrhage ('general. Abnormal. Bleed') and neoplasm malignant ('cancer') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), thyroid disorder ("thyroid issues") and bladder disorder ("bladder problems") and was found to have neoplasm malignant (seriousness criterion medically significant), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device expulsion, genital haemorrhage, neoplasm malignant, menorrhagia, iron deficiency anaemia, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, metrorrhagia, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, thyroid disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, neoplasm malignant, pelvic pain, psychological trauma, thyroid disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ), apareunia, pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),anemia, general. Abnormal. Bleed, migration, uti ,vaginal infection .,vaginal discharge,fatigue, gi conditions, hair loss, dental problems., hormonal changes, headaches, nausea, cancer, vision problems, weight gain, thyroid issues. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure conformation test unspecified result-right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received injury nos was replaced with new events: dysmenorrhea,dyspareunia, apareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metorhagia,anemia, general. Abnormal. Bleed expulsion, psych injury, migration, uti, vaginal infection, vaginal discharge, fatigue, gi conditions, hair loss, dental problems., hormonal changes, headaches, nausea, cancer, vision problems, weight gain, thyroid issues were added. Lab data, patient demographics were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / expulsion/ right occlusion only') in an adult female patient who had essure (batch no. 50717071) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, gas evolution in intestine and bacterial vaginosis. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), genital haemorrhage ("general. Abnormal. Bleed"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), hypothyroidism ("hormonal changes/hormonal changes describe: hypothyroidism tubal ligation"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), thyroid disorder ("thyroid issues") and bladder disorder ("bladder problems") and was found to have neoplasm malignant ("cancer") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device expulsion, genital haemorrhage, neoplasm malignant, menorrhagia, iron deficiency anaemia, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, metrorrhagia, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hypothyroidism, headache, nausea, visual impairment, weight increased, thyroid disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypothyroidism, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, neoplasm malignant, pelvic pain, psychological trauma, thyroid disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: the patient did not have essure removed. Received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),anemia, general. Abnormal. Bleed, migration, uti ,vaginal infection .,vaginal discharge,fatigue ,gi conditions, hair loss, dental problems., hormonal changes, headaches, nausea, cancer, vision problems , weight gain, thyroid issues. Discrepancy noted (previously added) insertion date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded). Imaging procedure - on (B)(6) 2014: essure conformation test unspecified result-right occlusion only. Lot number: 50717071manufacturing date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality-safety evaluation of ptc. On 4-mar-2020: reporter and medical history added from mr. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / expulsion/ right occlusion only') in an adult female patient who had essure (batch no. 50717071) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), genital haemorrhage ("general. Abnormal. Bleed"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), hypothyroidism ("hormonal changes/hormonal changes describe: hypothyroidism tubal ligation"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), thyroid disorder ("thyroid issues") and bladder disorder ("bladder problems") and was found to have neoplasm malignant ("cancer") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device expulsion, genital haemorrhage, neoplasm malignant, menorrhagia, iron deficiency anaemia, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, metrorrhagia, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hypothyroidism, headache, nausea, visual impairment, weight increased, thyroid disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypothyroidism, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, neoplasm malignant, pelvic pain, psychological trauma, thyroid disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: the patient did not have essure removed. Received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),anemia, general. Abnormal. Bleed, migration, uti ,vaginal infection .,vaginal discharge,fatigue ,gi conditions, hair loss, dental problems., hormonal changes, headaches, nausea, cancer, vision problems , weight gain, thyroid issues. Discrepancy noted (previously added) insertion date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded). Imaging procedure - on (B)(6) 2014: essure conformation test unspecified result-right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received. Lot number added. Previously added event hormonal changes updated to hormonal changes describe: hypothyroidism. Concomitant drug and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.